Event description:
Pt suffered serious injury when a PICC unit internalized, requiring a major operation to remove it. Rptr was informed by the hosp's risk mgmt office that the entire lot was returned to MFR and they replaced it with another lot of PICC units.